Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the pencil tip caught fire. The procedure was a total shoulder. The power source setting was on 35 cut and 35 coag. There was no unusual sound from the power source, and no build-up of eschar on the tip. Cutting tissue over metal, the pencil switch was pressed as they approached the target area.